Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was no longer satisfied with his vibrant soundbridge and due to health problems for which a MRI scan was necessary, he made the decision to be explanted. The pt was explanted in 2007, however, med-el was not informed beforehand regarding the explantation. The pure tone audiogram of the pt showed a severe sensori neural hearing loss. A rtf test was carried out just before the explantation, which confirmed that the internal device is fully functioning. Severe snhl at about 60 db for the low frequencies and 80-90 db at the high frequencies appear to be the reason for the limited satisfaction of the pt.